Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen will not hold calibration. The user states they removed the screen protector, cleaned the screen, calibrated touchscreen and replaced the screen protector several times. The touchscreen will be out of calibration again within a few days to weeks. The remote service engineer walked the user through calibration and the unit seems to now be calibrated, however the user has requested a replacement. It was noted the device was in use on a patient, however no harm or impact was reported. A good faith effort has been made for additional information regarding the event including a request for patient impact.